Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device failed self-test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The authorized service provider(asp) performed visual inspection of the device and determined that the reported issue was due to treatment handle is not properly attached. Asp re-fixed and connected the treatment handle, then the device passed the self-test. The device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was confirmed and was resolved by re-attaching treatment handle.